Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver did not pass the system check twice. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver did not pass the system check twice. The companion 2 driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no anomalies. Review of the electronic patient file revealed two system checks failures as experienced by the customer. This confirmed the customer reported issue. Efforts to reproduce the system check failure were successful during failure investigation testing. The root cause of the customer-reported issue was identified as a malfunction of the right electronic pressure regulator. The right electronic pressure regulator was replaced, and the driver passed all final performance testing. The driver was not in patient use at the time the system check failure occurred and therefore there was no patient impact. The system check is performed when the driver is in single pulse mode and being prepared for patient use. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Please note that this is a corrected report. It was previously reported that the root cause of the customer-reported issue was identified as a malfunction of the right compressor.